Manufacturer narrative:
The product was discarded by the hospital staff and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the pacemaker and ra lead continued to exhibit oversensing that resulted in pacing inhibition. No asystole was observed as a result. A potential lead insulation issue or lead fracture was suspected, however was not confirmed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited low amplitude p-wave measurements, low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, noise and oversensing was observed and resulted in several inappropriate atrial tachy response (atr) and rhythmiq episodes. Boston scientific technical services (ts) discussed troubleshooting options. The root cause was not determined and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.